Event description:
It is reported that while drilling the patella, a 3.2 drill bit broke into two pieces and had to be retrieved.

Manufacturer narrative:
(B) (4). Evaluation summary: according to the field complaint, the 3.2mm drill bit broke in half during use. There was no information provided regarding how the drill bit was used and loaded. No product returned with complaint and no lot number was provided. There is too little information provided to determine the root cause of the failure. Cause cannot be definitively determined. No product was returned. Review of the device history records was also no possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.